Manufacturer narrative:
It was noted that the device is not available for evaluation. The following devices were also listed in this report: tritanium bplate triathlon s7; cat# 5536-b-700; lot# ctd410a. Unknown triathlon ps femur, right; cat# unknown; lot# unknown. Unknown triathlon patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
Total knee revision for pain. Right poly insert exchanged.

Manufacturer narrative:
An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: "on the other involved knee, some radiolucent lines were seen around parts of the baseplate although gross stability was likely not yet adversely influenced. As such, it appears more likely that the knee with bearing exchange only involved this knee with only partial radiolucent lines and as such probably involved the right knee side. Partial radiolucent lines were seen below the femoral component of the (likely) left knee and the patella of the (likely) right knee. Gross stability was not affected yet at this time, so likely these devices remained in place. The root problem of this case relates to the presence of pain in the knee that based upon radiographic findings has its cause in gross loosening of one knee (likely the left) while the other knee (likely the right) has signs of incipient loosening although complaints may also be related to load shift from the affected left knee that is painful due to loosening to the less involved right knee but now is subject to relative overload due to asymmetric load distribution. A moderate overload condition in both arthroplasties was present related to the degree of obesity of the patient, probably in combination with additional procedure-related factors regarding accuracy of bone preparation or optimal component position with the same factors contributing to a relative overload condition adversely influencing bone ingrowth conditions for a tritanium baseplate that has already critical bone ingrowth requirements. -device history review: not performed as the lot information provided was invalid. -complaint history review: not performed as the lot information provided was invalid. Conclusions: review of the provided x-rays by a clinical consultant indicated " a moderate overload condition in both arthroplasties was present related to the degree of obesity of the patient, probably in combination with additional procedure-related factors regarding accuracy of bone preparation or optimal component position with the same factors contributing to a relative overload condition adversely influencing bone ingrowth conditions for a tritanium baseplate that has already critical bone ingrowth requirements". No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Total knee revision for pain. Right poly insert exchanged.